Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A healthcare professional reported that two blunt knives were noted during two different surgeries. Alternate knives had to be obtained in order to complete the procedures. There was no impact to the patients. No further information is expected. This is one of two reports being filed for this facility. This report is for the second knife.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for an anomaly that did not contribute to the complaint. The product was released based on the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, another corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions.